Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. The lead was bent when the surgeon opened the packaging. Another lead was used in its place. No medical symptoms were reported. No further complications are anticipated.

Manufacturer narrative:
Concomitant products: product ID neu_stylet_acc; lot# serial# unknown; product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (lot no. Va1ha34) found no anomaly. Conclusion code updated. Result code updated. Analysis information -- on 2017-11-10 19:34:16 cst pli# 10 product ID# 3389s-40 below is unedited, system generated text based on the analysis finding code(s) and test results. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.